Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown non-wedged intervertebral cages, and unknown variable angle screws. UDI #: unknown part number, UDI unavailable. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: kakkar, r., sirigiri, p.b.r., howieson, a., raman, a., crawford, r.j. (2007). Posterior lumbar interbody fusion and segmental lumbar lordosis, eur j orthop surg tramatol, volume 17, pp. 125-129. United kingdom. This retrospective study was conducted to evaluate the effects of posterior lumbar interbody fusion using cages on segmental lumbar lordosis. The study was completed between november 2009 and december 2003 andconsisted of twenty-seven (27) patients (16 females and 11 males) with a mean age of 57 years (range 32-79 years). Effectiveness was defined by successful fusion evaluated with postoperative radiographs at regular intervals (6 weeks, 12 weeks, 6 months, 1 year, and 2 years). Complications reported were non-unions, three dural tears, and one deep infection. This is report 1 of 1 for (B)(4). This report is for unknown non-wedged intervertebral cages, and unknown variable angle screws. A copy of the literature article is being submitted with this medwatch.